Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) along with mount was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Pre-existing conditions and tooth location were unknown and device was placed/removed same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1234912) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1234912) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. K011028, k013227.

Event description:
It was reported that the doctor seated the implant, but was unable to disengage the mount from the implant even after removing the screw. Removed the implant and it was still unable to disengage with hemostat. Procedure was complete another implant. Tooth location not reported.